Manufacturer narrative:
Reason for reoperation is not applicable as patient "will not be removing the implants at this time."

Event description:
"Excess fluid was removed and tested as normal."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "breasts are huge, big and swelling and they are full of fluid", implants part of recall, "breast blew up bigger than suppose to be", swollen, "started to feel numb", "low grade fever". Patient prescribed antibiotics. Patient indicated she will be tested for alcl; testing has not occurred at this time. The device remains implanted.